Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had alarm in the morning of (B)(6) 2025, which was advised to connect to external power. The patient was connected to base unit (in hospital). The patient noted the advisory light associated with the white power cable flashing. When nursing stuff attached a battery pack to the white cable, it did not resolve the alarm. At some point, the alarm resolved, and the patient was at the time stable, and the pump was running with no alerts/alarms. Upon device interrogation, several occurrences of no external power were seen. It was known that the backup battery was near of end of life-6 months till expiration. It was not replaced at this time due to the fact that the patient¿s prognosis was uncertain due to the fact they had advanced lung cancer or if they were well enough to palliate at home, it was planned to be replaced prior to their discharge. The event log file recorded several no external power events on (B)(6) 2025, while connected to power module power. Motor function was not affected by these events. The power module and patient cable were replaced and the same alarms sounded. It was determined that with one battery and one cord from the patient cable, the device worked as intended. With two batteries connected to the system controller, the device worked as intended. But with both cables from the system controller attached to the patient cable, the alarms sounded with no external power alarm. Additional log files confirmed that the issue persists after you reported replacing the power module and patient cable. The alarms seemed to resolve with the system controller exchange. No further alarms were noted in the 24 hours since the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files and reproduced during evaluation of the returned heartmate 3 system controller. Data from the submitted and downloaded controller event log files spanning approximately 6 days (11jun2025 20:05:38 to 17jun2025 13:34:00 per timestamp) was reviewed. Throughout the log file, atypical power cable disconnect, low voltage hazard, low voltage advisory, and no external power alarms activated while connected to the power module due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm threshold. The backup battery supported the system without issue during the events. The alarms resolved each time the rsoc voltage on the power cables returned to the expected range. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned controller, serial number: (B)(6), was connected to a test power module and intermittent no external power events along with an active yellow wrench and yellow ac symbol on the power module were observed. The controller was opened and visually inspected at the component level to be unremarkable. The electrical resistances of the underlying wires of both power cables were measured and found to be in the expected range. The insulation of the underlying wires of both power cables was tested and passed without issue. The controller was reconnected to external power; however, no further issues were able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis due to the issue resolving during testing. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low voltage, and no external power alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.